Event description:
It was reported that the patient had surgery on (B)(6) 2018 to insert a clavicle plate and screws. Patient went back 2-days post-op because he was experiencing a lot of pain. Received a call from anesthesiologist to follow up, patient mentioned pain in his jaw and ear. Maintains that there might have been damage to his throat when removing the intubation tube. Went to see orthopedic doctor for follow up a week later for suture removal and when bandages were removed it was noticed that it did not look normal. Patient had hardware and (B)(4) screws inserted and now has a bump sticking out in his clavicle and has been having problem ever since. He is experiencing pain and limited range of motion. Cannot really use his left arm and is experiencing hip pain. When in hot weather he needs to cover up the implant because it gets hot and it hurts when the weather is cold. He claims that the surgery is botched. Hardware has not been removed at this moment.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device remains implanted.